Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a propex pixi row was giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
The investigation results for this complaint are: product received - 1 x p1 hook a039200000400. 1 x pp measuring wire long (eur) a103100000300. 1 x propex pixi a103000000100 (B)(6). Cable is broken. Need to be replaced a102900000400. Sav various cable problem. We received the following information about that complaint: the use of the apex locator did not cause any injuries but the device simply did not display correctly. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4582. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582, health effect - impact code - 2199. This is a follow up report to correct this code.